Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, a ventilator inoperative error code was found in the device's error log. The printed circuit assembly (pca) board needs to be replaced to resolve the issue. The device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.